Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose while using the ilet, including a very low glucose event under 40 mg/dl treated with juice and candy, followed by sustained hyperglycemia around 300 mg/dl for several hours, in the context of frequent missed or under-announced meals and a recent decision to change meal announcements from "less" to "usual" without a factory reset. Symptoms included feeling unwell and needing to lie down during hyperglycemia. Outcomes included self-treatment with oral carbohydrates and no professional medical intervention or hospitalization. Investigation included follow-up calls, review of usage behavior regarding meal announcements, verification of recent supply changes without observed infusion set leakage, and education on correct meal announcements and low-glucose treatment when insulin is suspended. Investigation of this case revealed user-related factors, specifically missed meal announcements and a change in meal announcement settings that could lead the system to adapt upward and increase insulin dosing, contributing to both hypoglycemia and subsequent hyperglycemia; no device alarms or component malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement behavior and insulin adaptation, with device performance consistent with design.